Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a portion of infusion set extension tubing. The depicted portion included the luer adapter, a portion of the extension tubing and a portion of the clamp. The depicted device appeared to exhibit a partially circumferential split at the interface between the extension tubing and the luer adapter. While damage appeared to be evident in the supplied photograph, inspection of that photograph was insufficient to identify the root cause of the damage. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the pediatric home care patient was receiving an overnight infusion of desferal. The patient's mother initiated the infusion at bedtime; and the safe step needle/extension tubing was functioning without a problem at that time. By morning the patient¿s clothes were wet with the infusate. The patient's mother inspected the device and found that the extension tubing cracked at the luer lock end where the IV tubing connects to the extension tubing. There was no patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A partially circumferential split was observed at the junction between the luer adapter and the extension tubing. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were evident in the fracture surface. Deformation was observed at the corners of the split and the deformation was more severe on one side. The fracture features were consistent with fatigue failure caused by device manipulation. The uneven deformation suggested that torsional (twisting) stress contributed to the observed damage, suggesting that device maintenance/access technique may have contributed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the pediatric home care patient was receiving an overnight infusion of desferal. The patient's mother initiated the infusion at bedtime; and the safe step needle/extension tubing was functioning without a problem at that time. By morning the patient¿s clothes were wet with the infusate. The patient's mother inspected the device and found that the extension tubing cracked at the luer lock end where the IV tubing connects to the extension tubing. There was no patient injury reported.